Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been reported (belt cannot communicate with monitor) has been confirmed. As received, the belt was unable to communicate with a monitor. Upon eval the green wire (+3.3v) was found to be open inside the trunk cable. The cause of the failure was the open wire. The root cause of the open wire cannot be positively identified, but was likely due to excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt was unable to communicate with a monitor.